Event description:
According to the info received, a triple coronary artery bypass procedure was performed during an on-pump procedure. Two saphenous vein grafts (svgs) were anastomosed with aortic connectors, one going to the right side of the heart and the other to the left anterior descending (lad). A y-graft to the diagonal artery was also performed. The aorta was "severely" calcified at implant necessitating the use of femoral instead of aortic cannulation to avoid aortic manipulation. The symmetry device was chosen since it was felt the aorta should not be cross-clamped due to its condition and since a small area was available without calcification for connector implantation. Angiogram (date unk) demonstrated both connectors were occluded and the pt underwent reoperation in 2003 due to a heart attack. Additional info indicated reoperation was performed by dr. Who had not previously used the symmetry device or been through product training. Dr reported that at reoperation, the svg to the left side of the heart was occluded and the svg to the right side of the heart was 90% stenosed within 2 mm of the connector. Beyond this area, the graft was patent without stenosis. Dr also reported that he believed both grafts with connectors had proper orientation and were not lying in an "orientation to predispose" graft kinking. Scar tissue was noted surrounding the proximal anastomosis sites. The distal flow for the grafts was reported to be "adequate" although it was "not great". The vein grafts with connectors remain implanted. It was reported the pt is recovering "well" and aspirin was prescribed post-surgically. No additional info was received.